Manufacturer narrative:
The customer¿s complaint of a channel error was confirmed. Review of the pump module error logs confirmed multiple instances of 240.4150.0 channel error. This error occurs when the bottle side pressure sensor circuit senses a voltage higher than expected for a defined period of time. Testing was performed on the upper pressure sensor. The bottle voltage with no load applied was examined. The sensor measured 4.95 vdc, indicating a defective pressure sensor. The proximate cause for the customer¿s reported issue is a malfunctioning upper pressure sensor. The root cause for the upper pressure sensor malfunctioning was not determined.

Event description:
The customer reported a channel error occurred during patient use. There was no patient harm or medical intervention. No further patient or event information was provided.